Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were difficult to operate and had outer cover attach issues. The following information was provided by the initial reporter : the consumer reported being not able to attach the pen needle to the pen because the hub and needle get stuck in the outer cover. Also stated that at least half the box was affected. Date of event : unknown. Samples : available.